Manufacturer narrative:
The date of the event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to malfunction: degradation problem and inappropriate material resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During inspection it was found the connecting tube had coating peeling. (1mm2 or more) and channel mount unit had foreign objects. There was no patient involvement.